Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the infusion set was leaking at site due to which hyperglycemia occurs since last 12 hours infusion set was in use. High blood glucose level was 174 mg/dl. No further information was available.